Event description:
A customer contacted baxter's technical service center to report his transfer set became disconnected from the catheter during therapy. The technical service representative (tsr) assisted the care giver (cg) to end therapy and advised to contact the peritoneal dialysis nurse as soon as possible. Product surveillance contacted the peritoneal dialysis nurse who stated tat the home patient's (hp) transfer set became loose and separated at the transfer set adapter/catheter interface. The hp came into the clinic and had the transfer set replaced. The sample was discarded. The nurse did not know what may have caused the separation to occur. The hp was given 1 gram of vancomycin and 1 gram of fortaz prophylactically. The hp did not develop peritonitis as his fluid was tested and came back with very low levels of white blood cells.

Manufacturer narrative:
Per the nurse, the sample was discarded. The lot number was not known.